Event description:
The manufactors complaint reference is (B)(4). Per the facility, the device was loaded properly, however when dr. Inserted the device into the abdomen, under laparoscopic guidance, the bottom-pointed tip of the endoclose device broke off inside the patient into the abdomen. The piece was retrieved using laparoscopic graspers and management was notified. No information of harm to patient, user or third was provided.

Manufacturer narrative:
Product has not been returned, therefore no evaluation findings are available, should additional information be available a supplemental filing maybe submitted. The IFU pi-000052 IFU v6.0 states "inspect the instrument for cleanliness and damage. Do not use instruments that show visible signs of damage or that are difficult to use. Any malfunction of an instrument during a procedure could result in injury to the patient and further damage to the instrument.".